Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) female patient. Medical history included hypertensive and unknown heart disease. Concomitant medications included unspecified insulin for unknown indications. The patient received human insulin (rdna) (humulin, unknown formulation) from a cartridge via a reusable pen (humapen unknown device) subcutaneously for the treatment of diabetes; beginning approximately in 2008. Dose was not provided. On an unspecified date, she was hospitalized every year due to diabetes complications; reported as high blood sugar (no values provided), hypoglycemia (no values provided), and dizziness; that were caused by seasonal flu. On an unreported date, it was reported that the cartridge holder was over twisted which led the humapen not being able to be used (product complaint (B)(4)/lot unknown). No more details reported. Information regarding corrective treatment and outcome of the events was not provided. Human insulin therapy was continued. The user of the device and her training status was not provided. The humapen unknown device model duration of use and the suspect humapen unknown device duration of use were not reported. The action taken with the suspect humapen unknown device was not provided and its return was unknown. The reporting consumer did not know if the events were related to human insulin or to humapen unknown device. Update 09aug2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. The product complaint number (B)(4) and the complaint details were added to the narrative

Manufacturer narrative:
No further follow up is planned. Evaluation summary a female patient reported that the cartridge holder on her humapen device was "over twisted" which led to the device becoming unusable. She experienced increased blood glucose and hypoglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen ergo ii based on the description of the device and year the device was initially used. The patient started using the device in 2008. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaints of increased blood glucose and hypoglycemia.

Event description:
Lilly case ID:(B)(6). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) chinese female patient. Medical history included hypertensive and unknown heart disease. Concomitant medications included unspecified insulin for unknown indications. The patient received human insulin (rdna) (humulin, unknown formulation) from a cartridge via a reusable pen (humapen unknown device) subcutaneously for the treatment of diabetes; beginning approximately in 2008. Dose was not provided. On an unspecified date, she was hospitalized every year due to diabetes complications; reported as high blood sugar (no values provided), hypoglycemia (no values provided), and dizziness; that were caused by seasonal flu. On an unreported date, it was reported that the cartridge holder was over twisted which led the humapen not being able to be used (product complaint 3732257/lot unknown). No more details reported. Information regarding corrective treatment and outcome of the events was not provided. Human insulin therapy was continued. The user of the device and her training status was not provided. The humapen unknown device model duration of use and the suspect humapen unknown device duration of use were not reported. The device was not returned. The reporting consumer did not know if the events were related to human insulin or to humapen unknown device. Update 09-aug-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. The product complaint number (B)(4) and the complaint details were added to the narrative. Update 19-aug-2016: additional information received on 19aug2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 09-sep-2016: follow up information received on 02-aug-2016, included product complaint which was previously processed. No new adverse event information was added to the case.